Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump noted during testing. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window, scratched case, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that they were unable to clear the button error alarm with esc and act button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.